Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery and during the load sequence.cts unable to complete troubleshooting due to bad phone connection with customer. Cts unable to complete troubleshooting due to bad phone connection on the customer's end. Cts attempted to follow up and heard customer however the line went silent again. No further information is available. The customer reverted to alternate method of insulin therapy.